Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported she experienced hyperglycemia of 420 mg/dl due to a defective infusion set. She removed the headset and the self-adhesive was wet with insulin. She also reported the self-adhesive is not sticking correctly. No adverse event was reported. The alleged product is not available to return for evaluation.